Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 115 mg/dl today. Customer stated that whenever he tries to deliver 2.7 units, he receives a no delivery. Customer was trying to do a bolus when he received the alarm. Troubleshooting was performed and the insulin did exit the tubing. Customer assembled a new infusion set with the current reservoir. Customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set and the insulin did exit the tubing. Customer was advised that changing the reservoir resolved the issue. It was found that the needle in the tubing cap is slightly off center when it is turned around. Customer tried to reset the tubing cap on the reservoir about 4 or 5 times and he stated that he felt pressure. Customer received a no delivery alarm even before doing a full 5.0 unit manual prime.